Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, hypotube, spiral outer shaft, and tip were microscopically and tactile inspected. Inspection revealed numerous bends and kinks in the effluent line/supply line, outer shaft with numerous kinks, outer shaft damage (stretched and buckled) located 42 cm from the tip of the device, outer shaft hole (leaking fluid) 15 cm from the strain relief. Functional testing was performed by placing the device in the console. During functional testing, the device ran through the priming cycle with 3 alarms, and then ran for 20 seconds before leaking from the hole in the outer shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there was a crack in the proximal end of the catheter. A spiroflex® angiojet® thrombectomy set catheter was selected for a percutaneous coronary intervention (pci) thrombectomy procedure. During the procedure, while in the third pass, the physician was sprayed with blood. The catheter was removed from the patient and they noticed a crack in the proximal end of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was reported as fine.